Event description:
It was reported that patient received inappropriate therapy. Upon interrogation, alerts were received for possible output circuit damage and out of range impedance. Aborted therapies were found. Noise was observed wi th provocation testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.